Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the same cartridge for insulin therapy. There was no reported impact to customer's blood glucose level.